Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
The customer reported that the picture quality from the camera stack is insufficient. It is further reported that the picture displays pink instead of white. It is further reported that the stryker engineer conducted troubleshooting; however, the issue could not be resolved. It is further reported that the procedure was completed by opening the pt to visualize the operation.